Event description:
It was reported that there was a polarity switch due to high impedance on the right ventricular (rv) lead. There was high impedance, high thresholds and no capture on the lead. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.